Event description:
The health care provider (hcp) via a manufacturer representative reported that the device was not programmable and there were impedance issues. The implantable neurostimulator (ins) was never implanted and would be returned by the hospital. The patient was going to follow-up with the surgeon for the plan of action. The manufacturer representative didn't know if the current implanted device had brought resolution because they were told the patient would follow-up with the surgeon. The manufacturer representative didn't know if both devices had out of range impedances and if so, what configurations were out of range. It was unknown if surgical intervention was planned. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.